Manufacturer narrative:
A search of tickets determined that there are no other complaints for lot 01139be00 for false reactive results and no trends were identified for this assay. Return testing was not completed as returns were not available. Specificity testing was performed with a retained kit of lot 01139be00 and a human negative population panel. The results were in the typical range and no false reactive results were obtained. Further additional replicates of the negative control were tested which all met specifications. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity s htlv I/ii reagent, lot number 01139be00.

Manufacturer narrative:
Patient identifier = (B)(6). There is no further donor information provided due to privacy issues. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported false repeat reactive alinity s htlv results during validation testing on one donor compared to the prism test of record analyzer. The results provided were: sid (B)(6) on (B)(6) 2019 = 1.57s/co (>/=1.00s/co=reactive) / repeat in duplicate = 1.73 / 1.62s/co. The results generated on the alinity s system were used instead of the prism nonreactive results (0.26) for donor management. There was no reported impact to donor/patient management.